Manufacturer narrative:
Analysis of the two icast catheters yielded stents that had migrated in the proximal direction. Without intra-procedural images, it is unclear in which order the devices were attempted. Analysis of the stents, balloons and catheter shafts yielded crimp marks of the proper depth indicative of a properly crimped balloon catheter. Analysis of the 7french cook flexor introducer showed the 5 mm x 38 mm x 120 cm device still partially inside of the introducer. This cook flexor uses and expandable diaphragm hemostasis valve to control bleeding. The cook flexor takes approx 5 to 6 newtons of force to pass a device through, as a comparison using the same cook sheath with a touhy borst valve takes almost no force to pass the device through. In addition, a kink was present in the introducer at approx 1/3 of the overall length. Without intra-procedural films, it is unclear if this kink was present during the procedure; it is reasoned that the point of the kink would have been near the subclavian artery. Passage of additional balloon catheter devices was not possible due to the presence of the kink in the introducer. Any kink or tight bend in the introducer can narrow the lumen making it difficult to pass the device, even if during the case it was only a minor kink. After reviewing our quality records for this lot we could find no defects or abnormalities that would impact stent retention. With limited equipment utilized during the procedure and no films other than the scans of the stabbing wound it is difficult to reproduce the exact scenario which occurred and therefore determine the root cause. The following are potential causes: anatomy - the anatomy could have created a tight bend making it difficult to pass. Introducer - the introducer could have had a small kink or bend that made it difficult to pass. Also, the diaphragm of this specific type of introducer takes a great deal of force to pass through. The same introducer with a touhy borst would reduce the force on the device. Preparation - it was not possible in this scenario to determine how the balloon was prepped; however, even if a small amount of positive pressure was exerted on the balloon during prepping combined with the diaphragm of the introducer could have led to stent dislodgement.

Event description:
Both stents came off the balloon while still in the cook shuttle 90 cm sl flexor touhy borst introducer sheath.